Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2015 captures the reportable event of unspecified tissue injury impact code f1001 captures the reportable event of aborted procedure. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a navigator access sheath device was used during a steerable ureteroscopic renal evacuation (sure) procedure. Reportedly, the sheath caused a ureteral injury. The procedure was aborted and the patient was stented.

Event description:
It was reported that a navigator access sheath device was used during a steerable ureteroscopic renal evacuation (sure) procedure. Reportedly, the sheath caused a ureteral injury. The procedure was aborted and the patient was stented.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2015 captures the reportable event of unspecified tissue injury impact code f1001 captures the reportable event of aborted procedure. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: investigation results the product was not returned for analysis; therefore, technical analysis could not be performed. Additionally, due to the lack of evidence was unable to confirm the reported events. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the reported adverse events of tissue damages are anticipated in the IFU. The instruction for use mentions tissue damages as potential complications that may be associated with the use of the device. Therefore, the most probable cause classification is known inherent risk of device which indicates that the reported adverse event is known and documented in the labeling.